Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial set screw was pulled off of the header of the implantable pulse generator (ipg) and through the grommet after becoming stuck to the wrench. An alternative device was placed. No patient complications have been reported as a result of this event.